Manufacturer narrative:
It was reported that the patient folder was impossible to load and the laser registration was not possible to perform. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the exam was first impossible to load due to an incorrect management of a dicom contrast value. The root cause is due to a known anomaly. The laser registration failed once due to computation error. The software was not able to find reliable matching between the image and the actual patient¿s face. The second attempt was successful although the user validated a point with a significant error during the verification step. According to the complaint description, the case was cancelled but there is no confirmation of this information and the logs do not show such scenario. Therefore, the root cause of this event can not be determined.

Event description:
The surgeon informed the field service engineer by email, that the patient folder was not readable on the robot, restarting the system 3 times did not help. After reloading the image from pacs the patient folder was loadable. The image was not of good quality. Even after resetting the initial points, the registration was not possible. Case cancelled.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The surgeon informed the field service engineer by email, that the patient folder was not readable on the robot ro15065, restarting the system 3 times did not help. After reloading the image from pacs the patient folder was loadable. The image was not of good quality. Even after resetting the initial points, the registration was not possible. Case cancelled.